Event description:
The customer reported that at the junction of the y-set, the connection was completely broken upon removal from the packet. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Two samples were received for evaluation. One (1) sample was received in a unused conditions and one (1) sample was received in a used condition. The extension was cut. Visual and functional testing of the received samples confirmed that the tube was cut off. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. The root cause of the confirmed issue could not be determined.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07956 is no longer considered reportable, please disregard any MDR reports associated with it.